Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and the lead was found to be within specification. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after reported experiencing dyspnea. Lead perforation throught the heart was observed from an echocardiogram. The patient also experienced cardiac tamponade. A pericardiocentesis was performed before the lead was explanted and replaced. The patient tolerated the procedure well and was stable.